Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did scissored clip cut structure? If so, how was structure repaired? Any bleeding or leakage from cystic duct? If bleeding please quantify? Any change to procedure or post-op patient care? The clip did not cut the structure¿ was the clip fully advanced into the jaws prior to firing? To the doctors recollection the clip was fully advanced into the jaw¿ were there any feeding issues experienced with the device? None reported. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The surgeon recalls seeing the clip in the jaw as it was placed onto the duct. Was there any torquing or twisting of the device present at the time of firing? There was no torquing of the device as it was fired on the cystic duct¿surgeon has used the product for over 8 years and is familiar with steps to fire the device and troubleshooting tips. Was clip fired over another clip or hard structure? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the first clip from the device on the cystic duct and resulted in a scissored clip. The surgeon refused to continue to try the clip applier and pulled a new clip applier to complete the case. Surgeon did not notice any increased force to fire or additional sounds when firing device. There were no patient consequences reported. The device was discarded.